Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported incomplete coaptation, entrapment of device, or poor image resolution. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported incomplete coaptation, entrapment of device, and foreign body in patient are related to procedural conditions (clip likely implanted on chordae due to bad visualization). The reported poor imaging is related to a combination of patient anatomy and the device, per case details. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 3 functional tricuspid regurgitation (tr) for a triclip procedure. It was noted that throughout the procedure there was challenges with imaging. During the procedure, a triclip xtw was implanted medially on the anterior/septal (a/s) leaflets. Upon deployment a single leaflet detachment (slda) occurred and the clip was no longer attached to the septal leaflet. Per the physician, due to the challenging imaging it is possible that the clip was deployed on some chordae rather than on the septal leaflet. Two triclip xt were placed on each side of the slda clip for stabilization and an additional triclip xtw was placed posterior to these clips and the procedure was discontinued. The final tr was grade 1. There were no adverse patient sequela or clinically significant delays reported.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.